Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir, and inspected the snap-cap and septum for anomalies. None were found. Ran occlusion testing, and the reservoir passed. No occlusion was noted.

Event description:
It was reported that the customer had an issue with the reservoir. Customer stated that the reservoir would not release the insulin into the tubing. Customer also stated that she has a quickset that is faulty and will not take the second reservoir. Customer reported that they were from a different lot number. Customer was advised to insert a plunger into the reservoir, but customer was not able to push insulin through the tubing. Customer was not able to push insulin through the first infusion set, but customer was successful in getting insulin through the second infusion set. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.